Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2018) is considered to be a best estimate. This emdr represents the capsure straight (device 2). An additional supplemental emdr was submitted to represent the ventralight st (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2019 - patient was diagnosed with incisional hernia thereby underwent laparoscopic repair with implant of ventralight st (device 1) and capsure straight (device 2). Per op notes, ¿the hernia sac was noted with scarred up omentum. The omentum was reduced. The incarcerated fat was reduced. Some fat was excised and removed. A ventralight st mesh (device 1) was placed and secured using prolene sutures. The mesh was then tacked circumferentially using capsure straight (device 2) tacks.¿ on (B)(6) 2019 - patient was diagnosed with recurrent incisional hernia and abdominal pain secondary to fixation device thereby underwent open repair with excision of ventralight st (device 1), capsure straight (device 2) and implant of biological mesh. Per op notes, ¿the devitalized skin and subcutaneous tissues in the midline was excised. The hernia sac was identified and opened. Adhesions of omentum to anterior abdominal wall were taken down. The previous mesh (device 1) was noted and excised along with capsure straight (device 2) tacks. The hernia sac was excised and removed. Myofascial flaps were raised bilaterally. A biological mesh was placed and sutured.¿